Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blank display on their insulin pump. The customer's mother also reported their insulin pump was not recording the customer's boluses. It was also found the customer's insulin pump was periodically shutting off for the past couple of weeks. Troubleshooting found a crack across the screen of the customer's insulin pump. Customer's mother also reported a no delivery alarm that was resolved by an infusion set change. The mother did not want to return their supplies for analysis. It was found the customer had dropped their insulin pump several weeks prior. Customer's blood glucose was 135 mg/dl. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No add'l info provided.